Manufacturer narrative:
The biomedical engineer (bme) reported that getting an error message on the central nurse's station (cns) stating "startup app processing error", the bme clicks ok, and the cns will restart to bios startup, go into windows desktop, try to launch the application, and then it will restart back to bios. No patient harm was reported. Nihon kohden technician did troubleshooting with the biomedical engineer, but the issue persisted. Customer will return the unit to nihon kohden for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that getting an error message on the central nurse's station (cns) stating "startup app processing error", the bme clicks ok, and the cns will restart to bios startup, go into windows desktop, try to launch the application, and then it will restart back to bios. No patient harm was reported. Nihon kohden technician did troubleshooting with the biomedical engineer, but the issue persisted. Customer will return the unit to nihon kohden for an exchange.

Event description:
The biomedical engineer (bme) reported that getting an error message on the central nurse's station (cns) stating "startup app processing error", the bme clicks ok, and the cns will restart to bios startup, go into windows desktop, try to launch the application, and then it will restart back to bios. No patient harm was reported. Nihon kohden technician did troubleshooting with the biomedical engineer, but the issue persisted. Customer will return the unit to nihon kohden for an exchange.

Manufacturer narrative:
The biomedical engineer (bme) reported that getting an error message on the central nurse's station (cns) stating "startup app processing error", the bme clicks ok, and the cns will restart to bios startup, go into windows desktop, try to launch the application, and then it will restart back to bios. No patient harm was reported. Nihon kohden technician did troubleshooting with the biomedical engineer, but the issue persisted. Customer will return the unit to nihon kohden for an exchange. Evaluation results: the complaint unit was returned and evaluated by nk repair center (nkrc). Nk rc was able to observe the startup app processing error issue. The cns application was not booting up on the device. Nkrc identified that the hdd's of the device are degrading and needs to be replaced. After the hdd's of the device were replaced, the issue was resolved. The unit was tested and operated to manufacturer's specifications. Investigation summary: customer reported that they received a startup error message. The complaint unit was returned and evaluated by nk repair center. During device evaluation, it was identified that the hdds of the device had degraded which could contribute to a start up issue. The device has been in service since 10/20/2019. A review of the serial number identified no similar events. Possible causes of the issue are wear and tear of the hdds and inadequate maintenance of the device. No further investigation is necessary through a corrective and or preventative action (CAPA). Attempt #1 02/10/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/16/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 02/27/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. .